Event description:
The customer reported that while initiating therapy on a pt, the unit failed to autofill or manual fill. The pt was switched to another unit and therapy was initiated. No pt injury was reported.